Event description:
It was reported that this pacemaker and non boston scientific right ventricular (rv) lead exhibited a lead safety switch (lss) due to impedance measurements of greater than 2500 ohms. It was noted the impedances were intermittently high, and after the lss, rv noise and oversensing were observed due to myopotential oversensing in unipolar configuration. Technical services (ts) discussed programming and troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The device system remains in service.

Event description:
It was reported that this pacemaker and non boston scientific right ventricular (rv) lead exhibited a lead safety switch (lss) due to impedance measurements of greater than 2500 ohms. It was noted the impedances were intermittently high, and after the lss, rv noise and oversensing were observed due to myopotential oversensing in unipolar configuration. Technical services (ts) discussed programming and troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The device system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.